Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. It was also reported that the customer experienced a blood glucose (bg) level of 43-60 mg/dl. Bg level was addressed by consuming carbohydrates.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.